Event description:
It was reported by service report that the customer alleged that the stretcher zoom function would go unintentionally fast when pushing a patient. The stryker technician could not duplicate the issue. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Csi box.